Event description:
It was reported that the patient presented in clinic with complete heart block. It was noted that there was no capture on the right ventricular (rv) lead in both unipolar and bipolar configurations. Dislodgement was confirmed. Th rv lead was capped (B)(6) 2025 and replaced. The patient was stable throughout.